Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding the following incident: during a surgery, the surgeon was attempting to use a dhs-blade. When they attempted to lock the rotation, they failed. Several screwdrivers were tried, and none worked. This is report number 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.